Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer will continue to use current pump for insulin therapy there was no adverse impact to the customer¿s blood glucose level.